Event description:
It was reported that the patient's right knee was revised due to aseptic loosening of the tibial baseplate with no known cause. A size 6 triathlon baseplate and 6x11 cs insert were revised to a size 4 universal baseplate and 4x19 cs insert with a stem and augment. Rep confirmed that there are no allegations against the revised liner. Rep provided primary and revision usage sheet's and explant pictures and confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Reported event: an event regarding loosening involving a triathlon baseplate was reported. The event was not confirmed. Method & results: -product evaluation and results: the reported device was not returned however a photograph was provided for review. A photo shows an explanted device with blood and tissue on it. There is no obvious in-bone growth present. No conclusive decision can be made. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient's hip was revised due to aseptic loosening of the tibial baseplate. The reported device was not returned however a photograph was provided for review. A photo shows an explanted device with blood and tissue on it. There is no obvious in-bone growth present. No conclusive decision can be made. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Device not returned.

Event description:
It was reported that the patient's right knee was revised due to aseptic loosening of the tibial baseplate with no known cause. A size 6 triathlon baseplate and 6x11 cs insert were revised to a size 4 universal baseplate and 4x19 cs insert with a stem and augment. Rep confirmed that there are no allegations against the revised liner. Rep provided primary and revision usage sheet's and explant pictures and confirmed that no further information will be released by the hospital or surgeon.